Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient requested to have the ipg site relocated and moved more lateral. In turn, surgical intervention was undertaken wherein the ipg was explanted and replaced and moved 4 inches to the left. Postoperatively, the issue was resolved.